Manufacturer narrative:
The device associated with this report was not returned. A complaint database search on the provided product code family identified similar reports which when confirmed were attributed to suspected misuse. The investigation could not draw any conclusions about the current reported event without the device to examine. Dra-(B)(4) was previously performed by commercialized product development on the attune femoral trial family and concluded there are no design improvements, protective measures or information for safety that would definitely reduce the risks associated with these complaints without potentially increasing/adding other risks. No further work required. Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attune trial femur fractured during trialing.